Event description:
The customer reported intermittent lift motion from the doghouse switch. Lowering motion is slow to respond. Sometimes takes 2 or more attempts to get downward motion to function. Also slow to respond on the x-ray key switch on doghouse. No patients have been injured as a result of slow response.

Manufacturer narrative:
The service rep was unable to duplicate described symptoms. Replaced ps3 and x-ray switch to eliminate intermittent slow operation. This correction is as follows: this MDR was originally submitted under the number 1720753-2007-07040. That number had already been submitted for model 8800, submitted on 11/9/07. We are submitting this report to replace the duplicate report number for this device.